Event description:
Event description guidant received information that the patient with this chronic transvenous defibrillation lead underwent tricuspid valve replacement surgery. The physician suspected that the lead system may have caused or contributed to the patient's valve damage. The lead was explanted.